Event description:
It was reported that the bd maxzero¿ multi-fuse pressure rated extension set with needleless connector had a loose connection to the extension tubing and separated from it during use. The following information was provided by the initial reporter, translated from japanese: "the hcp connected the female luer of mz5303 to an ext. Tubing; however, the male luer of the ext. Tubing became loose and was disconnected pushing mz5303 back. When another mz5303 was used, connection was successful with no problem."

Manufacturer narrative:
Medical device expiration date: unknown, initial reporter phone #: unknown, initial reporter e-mail: unknown, device manufacture date: unknown. Investigation summary: one mz5303 product was received without packaging for investigation; the lot number of the complaint product was also reported unknown. The feedback provided by the customer indicates a disconnection occurred upon connecting the female luer adaptor (fla) of the maxzero with the male luer of an unknown device. No connecting products were returned to assist the investigation in this instance. As part of the investigation the customer provided photographs of the complaint product. Analysis of the photographs and a close inspection of the returned sample did not identify any manufacturing defects or damage which could have caused or contributed to the customers experience. Functional testing was performed by connecting the maxzero extension set to a 50ml bd plastipak syringe from stock and flushing with fluid; in this instance a secure connection was established and no flow issues were detected. The maxzero extension set was then connected to a 70593 infusion set from stock and subjected to a short gravity infusion; again, a secure connection was established and no flow issues were detected. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customers experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.